Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in saint paul, minnesota. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The distribution board was replaced and the reported error disappeared. However, another error on the stirrer motor appeared and another distribution board was installed. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to the stirrer motor on the patient side. There was no patient injury.

Manufacturer narrative:
H10: following livanova field service representative repair activity, subsequent functional verification testing was completed without further issues and the unit was returned to service. Most likely root cause of the reported event was a temporary electrical failure, as a false contact, a bad/loose cable connection or oxidation of electronics on distribution board which was fixed after re-assembly.

Event description:
See initial report.